Manufacturer narrative:
Twelve units were pulled from warehouse inventory and ran continuously for two months with no incidents observed. No preventive cleaning (planned abuse) was performed during this two month period. Upon tear-down of the units, mineral buildup was observed that is on the verge of compromising the silicon seals to the heating elements. Consumer was using the humidifier on the carpet which is a direct violation of the instructions and warnings provided.

Event description:
Consumer alleges her humidifier caught on fire and her husband was able to smother it out. While placing the unit in the bathtub, he burned his hands and feet, but did not seek medical attention. The incident caused damage to the wall, carpet and flooring.